Manufacturer narrative:
E1: additional initial reporter phone no. Is (B)(6). G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal 91000 dominican republic h10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag that resulted in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (a protective end therapy error) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of automated peritoneal dialysis therapy. During troubleshooting, it was reported that one of the empty supply bags leaked solution at a loose connection between the supply line of the homechoice cassette and a supply bag which resulted in a leak that led to this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and in removing the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.